Event description:
Boston scientific received information that during the implant procedure, while connecting the leads to the device, this pacemaker exhibited a loss of pacing and then the device was observed to be in safety mode. Three error codes were displayed on the programmer. A different device was implanted successfully. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Interrogation of the device with a zoom programmer confirmed the device was operating in safety mode. Analysis of the device memory noted numerous locations where the memory was corrupted. The device was then interrogated with an engineering-level programmer, where it was attempted unsuccessfully to remove the device from safety mode. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The reported clinical observations were caused by memory corruption; however, the cause of the memory corruption could not be determined.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.